Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod they had sought medical attention due to an infection at the pod infusion site. The patient reports they had gone to the hospital and was diagnosed with cellulitis. No further information is available as to this event.